Event description:
It was reported that during a colostomy closure procedure using the circular stapler, there was difficulty locating the rectum. The stapler was initially inserted into the rectum to identify the rectal edge without firing. After identifying the rectal edge, the anvil was positioned and the stapler reinserted. The user experienced difficulty closing the anvil onto the cartridge, with the green indicator not showing. Despite a recommendation to consider a black stapler for thicker tissue, the team proceeded with the purple stapler. The stapler was closed with force until the green bar appeared and then fired. Upon removal, inspection revealed an open anastomosis with no staples observed at the site, and the two ¿donuts¿ were inspected. The cut created by the stapler was closed with sutures, but the anastomosis could not be completed, and a colostomy was required. Tissue testing was conducted, and the anvil was retained for this purpose. Extended hospitalization was required, but the duration was unknown. The issue was clarified to be related to the condition of the rectal tissue rather than the stapler.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty closing the anvil onto the cartridge and no staples were observed at the site after firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colostomy closure procedure using the circular stapler, there was difficulty locating the rectum. The stapler was initially inserted into the rectum to identify the rectal edge without firing. After identifying the rectal edge, the anvil was positioned and the stapler reinserted. The user experienced difficulty closing the anvil onto the cartridge, with the green indicator not showing. Despite a recommendation to consider a black stapler for thicker tissue, the team proceeded with the purple stapler. The stapler was closed with force until the green bar appeared and then fired. Upon removal, inspection revealed an open anastomosis with no staples observed at the site, and the two "donuts" were inspected. The cut created by the stapler was closed with sutures, but the anastomosis could not be completed, and a permanent colostomy was required. Tissue testing was conducted, and the anvil was retained for this purpose. Extended hospitalization was required, but the duration was unknown. The issue was clarified to be related to the condition of the rectal tissue rather than the stapler.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.